Manufacturer narrative:
Common device name: equipment, laboratory, general purpose, labeled or promoted for a specific medical use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini-bag plus container/vial docking tool was broken. It was further reported that the lever does not fully depress to plug the minibag plus to the vial. It was not specified when in the process step this occurred.there was no patient involvement. No additional information is available.

Manufacturer narrative:
Common device name: equipment, laboratory, general purpose, labeled or promoted for a specific medical use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini-bag plus container/vial docking tool was broken. It was further reported that the lever does not fully depress to plug the minibag plus to the vial. It was not specified when in the process step this occurred.there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.